Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after deployment of the leadless implantable pulse generator (ipg), the patient developed persistent bigeminy. It was suspected that the bigeminy was due to the high septal position pacing and that the device was in contact with the myocardium during pacing causing irritation which resulted in bigeminy when pacing ceased. The device was removed and replaced. No further patient complications have been reported as a result of this event.